Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During preparation for use for cardiopulmonary bypass, the pump flow sensor display did not display valid flow readings. An alternate device was employed without interruption of blood circulation to the pt. There was no adverse consequence to the pt as a result of this event.